Event description:
While inserting an arthrex biocomposite corkscrew 5.5 x 14.7 mm ar-1927bct, lot # 10314903 absorbable anchor into the bone on a rotator cuff tear, the anchor broke. The procedure was completed without further complication. There was no known harm to the patient.